Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged which caused a loss of capture and sensing. The lead was explanted and replaced. The patient was doing fine post surgery.